Event description:
A customer contacted baxter's technical service center regarding air in the patient line on the homechoice (hc). Home patient (hp) stated there was a small pin head size air bubble on the side of the patient line. Technical service representative (tsr) asked hp if the bubble went all the way across the tubing. Hp stated no, only a very small dot halfway down the line. Tsr explained the small round soda size bubbles are okay. Hp will watch for air spaces that go across the line. Hp understood and will start therapy when ready. No patient injury or medical intervention was reported at the time of this report.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. A follow-up MDR will be submitted if additional information becomes available.